Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported incorrect information in sections b4 section b4 section was reported incorrectly in the previous report, which correctly updated in this follow up report.

Manufacturer narrative:
The manufacturer reported b4 section incorrectly in the previous report. The correct b4 date should have been 06/22/2022.